Manufacturer narrative:
Customer's meter (B) (4) has been returned to the lab and product testing did not confirm the readings complaint. The reported readings were found in the meter's hyperterminal; however, only three of the reported readings (181 mg/dl, 130 mg/dl and 40 mg/dl) were taken within 10 minutes. All results were within range specification and no errors were observed during control solution testing.

Event description:
Customer reported receiving erratic readings on their blood glucose monitor. Customer reported receiving readings of 181 mg/dl, 130 mg/dl, 40 mg/dl and 208 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.